Manufacturer narrative:
(B)(4). Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available at this time. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, pulmonary embolism (pe) and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and pe do not represent a device malfunction. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, pulmonary embolism and recurrent dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The patient initially presented with a spinal injury (quadriplegia). An ivc filter was placed for dvt (deep vein thrombosis) prophylaxis as he could not undergo any kind of lovenox or heparin therapy due to his recent surgery. A trapease filter was successfully deployed in the infrarenal location. Contrast injection verifies filter placement. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, pulmonary embolism and recurrent dvt. Approximately 6 months later, the patient had shortness of breath and dvt. Chest angio showed segmental pulmonary artery embolus of the right upper and lower lobes, significant right upper lobe and bilateral lower lobe pulmonary infiltrates and atelectasis. There were also small bilateral pleural effusions. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and thrombosis within the filter and vasculature do not represent a device malfunction and in this case may be related to the underlying patient issue of quadriplegia and lack of circulation related to stasis. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The patient initially presented with a spinal injury (quadriplegia). An ivc filter was placed for dvt prophylaxis as he could not undergo any kind of lovenox or heparin therapy due to his recent surgery. A trapease filter was successfully deployed in the infrarenal location. Contrast injection verifies filter placement. Approximately 6 months later, the patient had shortness of breath and history of dvt. Chest angio showed segmental pulmonary artery embolus of the right upper and lower lobes, significant right upper lobe and bilateral lower lobe pulmonary infiltrates and atelectasis. There was also small bilateral pleural effusions. He also had acute sepsis, septic shock syndrome, multidrug resistant acinetobacter, dvt of the lower extremity, pulmonary embolus, dry gangrene of the toes, osteomyelitis syndrome and urinary retention. Based on the additional information received, the following sections were updated. Additional information is pending and will be submitted within 30 days upon receipt.